Event description:
The user facility reported that the housing's side has fractured off. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event.

Manufacturer narrative:
D4: a full UDI is not available due to the part number and lot number being unknown at this time.

Event description:
The user facility reported that the housing's side has fractured off. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event, but no further information was received.

Manufacturer narrative:
The reported event, was confirmed. A picture was provided at intake. It was visually observed a side of the broken housing was fractured off the housing.